Manufacturer narrative:
One ev1000a platform system was received for product evaluation, including the ac adapter and the power cord. The examination found that there was physical damage to the ac adapter and to the power cord. This was the root cause of the failure. The ac adapter had exposed wires and the power cord had mold damage. The physical damage caused an intermittent wire connection and caused an internal short inside the power supply. During testing, there was smoke seen from the power supply adapter. The ev1000a platform system was tested during a 4 hour burn in test with a known good working ac adapter and the system passed the test. The databox was tested, per procedure, per the complete functional test and it passed the test. There was no other damage that was observed on the pc panel or on the databox. The device/service history record review was completed and there were two non-conformances that were generated; however, they were not related to the complaint issue. The complaint was confirmed by evaluation. The system will be taken out of service and destroyed due to zero book value. No further actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
It was reported that when the ev1000 platform system was in use with a patient, that the clinicians saw and smelled smoke. The system was immediately removed and replaced with a different system and the monitoring continued. There is no visible burnt area on the system that is noted. This event had no effect on the patient during monitoring. There was no patient harm or injury.